Event description:
An issue with the neurostimulator was reported. During stage ii implant, the screw on the implantable pulse generator would not tighten down on the lead. Screw could not click and tighten onto the lead. Another battery was opened and used, which worked fine. Additional information has been requested, but was not available as of the date of this report. Additional information was requested on the matter and will be provided when it becomes available.

Manufacturer narrative:
(B)(4)